Event description:
The customer reported that the provue probe is dripping. No error messages were posted. The customer indicated that the provue was taken out of use. No erroneous results were posted.probe issues can lead to the dilution of reagents and samples, carryover, and cross-contamination which may lead to erroneous test results.

Manufacturer narrative:
(B)(4). (B)(4). Malformed clip, indicator wheel failure the analysis results found that one device was received in good visual condition. The device was cycled, fed and formed the remaining eight clips within manufacturing specifications and one clip with gap. The device locked out as intended, but the orange indicator did not show up completely. During evaluation the jaws were noted in good condition. It could not be determined what may have caused the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an laparoscopic prostatectomy, the jaws of the device were scissoring. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information was not provided by the affiliate.information anticipated, but unavailable at this time.